Manufacturer narrative:
The device was returned to stryker for evaluation. Investigation found the main keypad to be sticky but functional. The main keypad was replaced to prevent any potential reoccurrence of the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's power button is intermittently not functioning. As a result, the device may not be able to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.